Event description:
It was reported that the patient was hospitalized due to a fall with a bumped head. During the device interrogation, a lead warning and decreasing impedance were noted for the right ventricular lead. It was also reported that unipolar impedance was higher than bipolar impedance. The lead was programmed to unipolar mode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.